Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had vegetation on lead. There were no additional adverse patient effects reported. This ICD was explanted.